Event description:
A ventilator was returned to the manufacturer for routine preventative maintenance. There was no allegation of device malfunction. The device was not in patient use. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device failed the system leak verification: pressure drop over 10s test step during testing. The device's outlet side panel was replaced to address the issue.